Event description:
Star total ankle replacement components were removed due to patient experiencing nerve pain.

Manufacturer narrative:
Additional removed components: sliding core mobile bearing, model #: 400-140, lot #: 0945158, expiration date: 04/01/2015. Device manufacturer date: 04/2010. Additional removed components: talar component, model#: 400-255, lot#: 100318/2790, expiration date: 07/01/2015, device manufacturer date: 07/2010. Company surgery report from states the components were well fixed and that there was insignificant wear on the sliding core mobile bearing. There were no deviations reported in the DHR for part no. 400-140, no. 0945158. The DHR for part no. 400-263, lot 090924/4071 notes that 8 pieces were discarded out of a total of 27. The DHR for part no. 400-255, lot 100318/2790 notes that 4 pieces were discarded out of a total of 40. All released parts were within specification.